Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and possibly and additional error alarm as well. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 98 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump passed the self test. The insulin pump was monitored and no display anomaly occurred while buttons were pressed. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.